Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
22g iagbc hub was missing a piece so clinician was unable to screw j-loop onto the catheter hub. This was discovered after infusion was started and IV would not stop leaking.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample/material/lot number information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.